Event description:
It was reported that the patient with this neurostimulator was experiencing site pain and felt the device was moving inside the pocket. A pocket revision was done. There were no further patient complications reported.

Manufacturer narrative:
Correction to section h6 patient codes: pain code updated to implant pain code. Additional product code: qon. Additional premarket/510k: p190006.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing site pain and felt the device was moving inside the pocket. A pocket revision was done. There were no further patient complications reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing site pain and felt the device was moving inside the pocket. A pocket revision was done. There were no further patient complications reported.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator was experiencing site pain and felt the device was moving inside the pocket. A pocket revision was done. There were no further patient complications reported.